Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an episode of dizziness and syncope, fell and sustained a head injury on (B)(6) 2025, resulting in loss of benefit from the implanted device. The device was explanted on (B)(6) 2025; and the patient was re-implanted with another cochlear device during the same surgery.